Manufacturer narrative:
Device was used for treatment, not diagnosis. This screw was intended to be implanted but was removed because the head stripped upon insertion of the screw. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
It is reported that patient presented to surgeon on unknown date, examination found there was resorbing bone flap from infection; infection was treated and cleared, a peek implant was ordered and manufactured, then patient was returned to the operating room on (B)(6) 2013 for a cranioplasty with the peek implant. During this procedure, surgeon inserted two matrixneuro 4mm screws into the implant. As the screws were inserted, the heads of the screws became stripped. One screw was completely removed from the implant while the shaft of the other remains in the implant, the head of the screw broke off the shaft and was removed. Surgeon finished fixating the peek implant to the patient and completed the procedure with no further problem. This is report 2 of 2 for complaint (B)(4).